Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the device would not hold pressure and the gauge meter was not reading accurately. The procedure was completed with another alliance inflation syringe device. There were no patient complications reported as a result of this event. Additional information received on 11feb2019. According to the complainant, during the procedure, the gauge started at 0 atm. When the customer began to inflate the balloon, the gauge went to 10 atm. The gauge stayed at 10 atm, and it was found that the balloon would not inflate successfully.

Manufacturer narrative:
H6: problem code 1184 captures the reportable event of gauge reading inaccurately. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". H10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. H11: the initial report submitted on this event on (B)(6) 2019 was submitted in error, as the event does not represent an MDR-reportable scenario.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the device would not hold pressure and the gauge meter was not reading accurately. The procedure was completed with another alliance inflation syringe device. There were no patient complications reported as a result of this event.